Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reports that tsh assay results generated on the architect i2000sr analyzer in their lab are lower than results generated on two non-abbott platforms. The patient is a (B)(6) female who underwent a thyroid resection in 2012 for treatment of thyroid cancer. The patient is currently taking euthyrox for this condition. Between 2012 thru 2017 tsh results generated by the architect tsh assay have been used to monitor this patient's condition with results ranging from 0.078 uiu/ml to 1.396 uiu/ml. Then in (B)(6) 2018, three recent samples generated the following results: 5.221, 3.2 and 2.41 uiu/ml. The customer further tested the sample on non-abbott platforms and generated the following results: roche: 13.73 miu/l (11.94 miu/l at a 1:2 dilution); 11.006 miu/ml at another lab. Siemens: 11.0 miu/l. Architect i2000sr analyzer: 2.41 uiu/ml (6.71 uiu/ml at a 1:10 dilution); 2.51 uiu/ml; 2.465 uiu/ml at another lab. Alinity I tsh: 2.92 uiu/ml (7.977 at a 1:2 dilution); not test of record. Also for this patient: free t3= 2.35 pg/ml; free t4= 1.15 ng/dl. Controls have remained within specifications. There is no impact to patient management reported. Approximately two days later, a new sample was taken from this patient and tested with similar results generated on all platforms: architect tsh = 2.47 uiu/ml, roche = 13.37 uiu/ml, siemens = 11.881 uiu/ml and beckman = 12.85 uiu/ml. The sample was also treated to detect any interfering substances, but none were identified. Rheumatoid factor, aso, igg, iga and igm analytes were also unremarkable. The customer commented that no other samples exhibited this issue.

Manufacturer narrative:
A review of the results obtained from the various dilutions performed on the patient samples indicated an interference and the customer carried out troubleshooting procedures to validate the system dilution performance (manual and auto dilution) by completing a recovery test for other samples across a range of concentrations. The results did not indicate any issue for the system or the assay as no abnormal recovery was observed. The sample was further tested for heterophilic antibodies, immunoglobulin complexes and marco-tsh; however, the generated results did not confirm the presence of an interferent. It was concluded that the issue was sample specific. A review of complaint tracking and trending metrics was performed and identified no related adverse or non-statistical trends or non-conformances in conjunction with the complaint issue currently under evaluation. Accuracy testing was performed using an in-house retained reagent kit of architect tsh assay lot 78206ui00. All acceptance criteria were met indicating the acceptable performance of this assay lot. The architect tsh assay package insert provides information to address the current customer issue. Based on the available information from the customer site and the results of this evaluation, there is no evidence to reasonably suggest that a systemic issue or product deficiency exists. This patient might have developed endogenous antibodies (ea), such as heterophile antibodies or human anti-animal antibodies. Although these conditions usually lead to falsely elevated results, falsely depressed results have been reported as well (reference garcia-gonzalez et al. Practical laboratory medicine 4 (2016) 1-10).